Event description:
Reportedly, the user was experiencing chronic pain at the implant site despite having undergone surgery to reposition the device and treatment with systemic antibiotics and steroids. The user finally requested to have the device removed. Per surgeon, the device was still functioning normally. The device has been explanted. For further information please refer to: 9710014-2022-00431.